Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that there was a color chip failure. As a result, an alternative device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.